Event description:
The customer reported that the x-ray light was on but there was no exposure. There was a loss of x-ray functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply was replaced. The system was then found to be operating as intended.